Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation and image resolution poor cannot be determined. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), requiring an additional mitraclip. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3 with a rotated heart. An ntw clip was advanced to the mitral valve with no reported issue. After a good grasp of both leaflets with satisfactory leaflet assessment, it was decided to deploy the clip. After deployment, the clip detached from the posterior leaflet, causing single leaflet device attachment (slda). Another clip was implanted lateral to the first clip to stabilize it. Final mr was at grade 1-2. It was noted that imaging was difficult. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.